Event description:
It was reported that during the procedure the fiber kept overheating and flashing. There was some tissue stuck to the distal end, the physician attempted to clean the fiber tip and the fiber tip came completely off. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber kept overheating and flashing. There was some tissue stuck to the distal end, the physician attempted to clean the fiber tip and the fiber tip came completely off. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.